Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the door not fully latched alarms, and found that the force required to secure the door is above expected levels, and if not applied would result in a door not fully latched alarm. The door hooks were reworked to ensure proper door function.